Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 59-60 mg/dl resulting in customer had a seizure and fainted. Cause was not known. Reportedly, paramedics were called; however, no treatment was provided by paramedics. Paramedics oversaw customer consume carbohydrates to address bg level resolving the issue. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.